Event description:
It was reported that a dissection occurred. The patient presented with an anterior wall myocardial infarction. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified proximal left anterior descending artery (lad). The lesion was pre-dilated with a 2.50 x 12 mm non-compliant balloon. A 2.75 x 28 mm promus premier was then deployed at 16 atm for 12 seconds and post-dilated with a 3.00 x 12 mm non-compliant balloon. A type b proximal edge dissection and slow flow was noted. A 3.00 x 28 mm promus premier was deployed to cover the dissection and the procedure was completed. The patient fully recovered and was stable after the procedure.